Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually examined. There was no damage or irregularities to the device. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so, it wasn't able to get any speed. The advancer was dismantled and the turbine was corroded and the ultem was found to be melted. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-07404. Reportable based on device analysis completed on 10aug2018. It was originally reported that the device was unable to cross. The target lesion was located in a severely calcified vessel. A 1.50mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During the procedure, the device was unable to cross. The procedure was completed with another of the same device. No patient's complication were reported and the patient's condition was stable. However, device analysis revealed that the rotawire was fractured from a rotational wear. It was further reported on 22aug2018 that what occurred is that during preparation when the rotational speed was checked outside the patient's body, the device was not flushed causing the wire to wear out and break.